Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while sleeping, with a lowest blood glucose of 45 mg/dl, after which their healthcare provider advised setting a higher secondary sleep target and the user was instructed on how to adjust the target range in the device. Symptoms included none reported. Outcomes included successful correction with oral glucose and no need for outside assistance or medical intervention. Investigation included complaint review and user education on device settings. Investigation of this case revealed no device malfunction, with the event assessed as cause unclear hypoglycemia and user settings subsequently optimized per clinician guidance. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.